Event description:
Hospital staff followed directions by shaking lava for over 20 mins. The tech pulled up 2 one ml syringes of lava. The physician slowly injected dmso through a needle, as he was performing an endoleak procedure. The physician then injected one syringe of lava and could not visualize the lava under fluoroscopy. He then reached for a second syringe and slowly injected the lava. He stopped at about 0.5 ml since again he still could not visualize the lava. He finished the procedure by using a non sirtex/blackswan product.

Manufacturer narrative:
A new review of this event was performed. A retrospective MDR has been filed out of an abundance of caution due to the potential for serious injury. The event did not involve death or serious injury. The patient was treated with a different device. The device labeling (IFU) states adequate fluoroscopic visualization must be maintained during lava delivery and to stop lava delivery if visualization is lost until adequate visualization is reestablished. Batch record review showed the device was manufactured to released specifications and had passing quality test results.